Event description:
The lay reporter / mother contacted lfs on (B) (6) 2009 alleging inaccurate low readings on her daughter's one touch ping meter. A medical surveillance specialist (mss) spoke to the reporter on august 25, 2009 and obtained the following information: the reporter mentioned that on the morning of (B) (6) 2009 at 6 am, the pt obtained a result of 20 mg/dl and did not exhibit any symptoms, so at 7:30 am, she gave her a piece of candy and retested her at 8:24 am and obtained a result of 22 mg/dl. She did not treat her; however, used their back up contour meter less than 10 minutes later and tested the pt's blood glucose and obtained a 598 mg/dl. The pt still did not exhibit any symptoms. The reporter did not treat the pt for the elevated readings; however, treated her daughter for the low blood glucose readings. The pt did not seek any further medical attention or contact her physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Customer care advocate (cca) tried to run a quality control test; however, the meter displayed an error 2 message. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the pt treated themselves based on the lfs meter reading and did not exhibit any symptoms or seek any further medical attention. Lfs meter reading correlated with the self-treatment. The complaint is being reported since the calculated difference of these glucose results exceeds the expected value of <=30% and / or <=30 mg/dl and when running a control test meter displayed an error 2 message.

Manufacturer narrative:
Lifescan (lfs) has requested of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.